Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a pelvic floor reconstruction procedure on (B)(6) 2016. According to the complainant, during the procedure, when pulling one mesh leg through the sacrospinous ligament, the sleeve broke off but was retrieved. The procedure was completed with another of the same device. There were no patient complication as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.